Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient was not happy with vision after surgery. The lens was exchanged for a different lens three months after initial implantation. Subluxed iol was the clinical reason given for the explant. Additional information has been requested.